Event description:
It was reported by the patient's wife that the device malfunctioned. The device delivered therapy, and the patient subsequently fell, hitting his head. The patient lost consciousness and was taken to the emergency room, where he died the next day. The cause of death, as documented on the death certificate, was intracranial hemorrhage resulting from a fall. It was further reported by the patient's doctor that the patient "sustained a subdural hematoma and it proved to be rapidly fatal." A cardiologist was not involved in the patient's care during this admission, and the device was not interrogated prior to the patient's death. The device was not explanted. The patient's medical records have been requested, but have not been received.

Event description:
It was reported by the patient's wife that the device malfunctioned. The device delivered therapy, and the patient subsequently fell, hitting his head. The patient lost consciousness and was taken to the emergency room, where he died the next day. The cause of death, as documented on the death certificate, was intracranial hemorrhage resulting from a fall. It was further reported by the patient's doctor that the patient "sustained a subdural hematoma and it proved to be rapidly fatal." A cardiologist was not involved in the patient's care during this admission, and the device was not interrogated prior to the patient's death. The device was not explanted. A copy of the death summary was received stating the patient had a 'sudden collapse related to subdural and subarachnoid hemorrhage'. It was also noted that the patient was receiving coumadin therapy at the time of this event. The diagnosis at death was: progressive subdural and subarachnoid hemorrhage, progressively increasing intracranial pressure, cerebral herniation, respiratory insufficiency secondary to apnea.

Manufacturer narrative:
Other: it was reported by the patient's wife that the device malfunctioned. The device delivered therapy, and the patient subsequently fell, hitting his head. The patient lost consciousness and was taken to the emergency room, where he died the next day. The cause of death, as documented on the death certificate, was intracranial hemorrhage resulting from a fall. It was further reported by the patient's doctor that the patient "sustained a subdural hematoma and it proved to be rapidly fatal." A cardiologist was not involved in the patient's care during this admission, and the device was not interrogated prior to the patient's death. The device was not explanted. A copy of the death summary was received stating the patient had a 'sudden collapse related to subdural and subarachnoid hemorrhage'. It was also noted that the patient was receiving coumadin therapy at the time of this event. The diagnosis at death was: progressive subdural and subarachnoid hemorrhage, progressively increasing intracranial pressure, cerebral herniation, respiratory insufficiency secondary to apnea. No conclusion can be drawn.